Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va1f17a, implanted: (B)(6) 2017, explanted: (B)(6) 2017. Product type lead. (B)(4) pertain to product ID neu_ens_stimulator, product type external electrical stimulator device codes: (B)(4) pertain to product ID 3889-28 lot# va1f17a product type lead.

Event description:
Information was received from a manufacturer representative regarding a patient undergoing a stage 1 evaluation. It was reported that the patient cut their percutaneous wire outside of their body. It was noted that what may have led or contributed to the issue was that the patient had a heart attack. The lead was removed and the issue was resolved at the time of the report. It was noted that the patient¿s medical history included heart attack. It was unclear if the heart attack occurred before the evaluation. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was noted that the cause of the heart attack was unknown, but that it was not caused by or related to the device or therapy. Patient's relevant medical history was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.